Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation result visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. The device was returned with a non-bsc syringe connected. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulders in the proximal bond section on the body of the balloon. The presence of a pinhole does not confirm the reported event of the balloon bursting. It is possible that the factors encountered during the procedure such as the interaction with the scope, and/or the technique used by the physician could have caused the damage found in the balloon and for this reason did not hold the pressure causing that the balloon was rupture during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon device was used in the esophagus during an esophageal stenosis dilatation (esd) procedure performed on (B)(6) 2021. During the procedure, the "mouth side" of the balloon ruptured between 7 to 8 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon device was used in the esophagus during an esophageal stenosis dilatation (esd) procedure performed on (B)(6) 2021. During the procedure, the "mouth side" of the balloon ruptured between 7 to 8 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.